Event description:
During a clinic follow up, increase in capture threshold due to lead dislodgement was noted on the left ventricular lead. The lead was explanted and replaced to resolve the event and the patient was stable with no adverse consequences reported.

Manufacturer narrative:
As received, a complete lead was returned in one piece. All measurements were found to be within specification. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies. The reported event of increased capture threshold was not confirmed.